Event description:
Caers phone line used smile direct club and had a severe adrenaline rush, increased heart rate and could not sleep. I also had painful sinuses and a headache. Reason for use: to whiten teeth.